Manufacturer narrative:
The device remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information indicated that the coil was a codman coil unknown which one, but product code began with 640 (unknown galaxy coil). An unknown microcatheter, reported to be codman microcatheter with no identified product code or product name. The enterprise vrd was deployed via a prowler select and another unknown microcatheter (but only use codman) was placed in the aneurysm between the vessel wall and the stent. When attempting to position the coil there was resistance suggesting the coil was not exiting the microcatheter; therefore, the microcatheter was partially withdrawn followed by an attempt to push the coil back into the aneurysm. With an attempt to withdraw the microcatheter the coil did not disengage from the microcatheter. The microcatheter was then cut at the puncture site. Further details regarding interaction/impact of the enterprise is not described; however, that was the device that was identified by the physician. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00212, 3007628272-2012-50030, and 1058196-2012-00217. Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
Patient was undergoing elective vertebrobasilar junction aneurysm enterprise vrd assisted coiling. Close to termination of the embolization, the proximal segment of an unknown galaxy coil was retained within the unknown prowler microcatheter catheter and did not respond to maneuvers to disengage the two. The catheter was intentionally left in and cut at the femoral entry site to be endothelialized. The enterprise vrd was deployed via a prowler select plus and an unknown prowler microcatheter was used to deliver coils via the jailing technique. When attempting to position the unknown galaxy coil there was resistance suggesting the coil was not exiting the microcatheter; therefore, the microcatheter was partially withdrawn followed by an attempt to push the coil back into the aneurysm. With an attempt to withdraw the microcatheter the coil did not disengage from the microcatheter. The microcatheter was then cut at the puncture site. Further details regarding interaction/impact of the enterprise is not described; however, that was the device that was identified by the physician and submitted via the voluntary medwatch. No other therapy was conducted. Per the physician, the patient's anatomy may have influenced the event. No further information is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10035717. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise vrd remains implanted and therefore is not available for analysis. Based on the available information no conclusion can be made regarding the reported event. However, with review of the available procedural information and device history records results there is no indication of any performance issues related to the enterprise vrd. Device interaction and, as reported, patient anatomy may have contributed to the event. Therefore, no corrective actions will be taken at this time. This one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00212, 3007628272-2012-50030, and 1058196-2012-00217.

Event description:
During an elective vertebrobasilar artery junction aneurysm coiling procedure, close to termination of the embolization, the proximal segment of the coil was retained within the delivery catheter and did not respond to maneuvers to disengage the two. The catheter was intentionally left in and cut at the femoral entry site to be endothelialized. The original intended procedure was stent-coil embolization vertebrobasilar junction aneurysm with coil sacrifice of the right post pica vertebrobasilar. The information was received via voluntary medwatch submission. The intended procedure was a stent-coil embolization of vertebrobasilar junction aneurysm with coil sacrifice of the right post pica vertebrobasilar procedure. Per the neurointerventionalist the patient's anatomy may have been an influence of the event. No other therapies were used on the patient. Other devices used on the patient were codman detachable coils.

Manufacturer narrative:
Per lake region report, the device history record review for lot 10035717 included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This one of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00212, 3007628272-2012-50030, and 1058196-2012-00217. Additional information will be submitted within 30 days of receipt.